Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. The letter from their dentist states, a comprehensive exam was completed and a proposed plan involving the patients periodontal, biomechanical, functional and aesthetic risk factors. It was found that patient has class ii-b perio and requires scaling and root planing and has active gum inflammation. There are fractures and cavities that require immediate care. #13 has fractured lingually, #2, 3 and 4 have open margins in the amalgam fillings and requires restorative care. #30 has distal open margin. Patient has tmj pain after the progression of the byte system. Patient has been given the option of ortho treatment or veneers which will be a decision after restorative care is completed and a sound ourthodontic plan has been reviewed. Due to the restorative needs the patient must stop the byte aligner treatment. They will be seeing an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.